Event description:
It was reported that flosteady was set up at correct height and default shoulder settings were used to begin with and tube set was inserted correctly. Patient's bl pressure was around 128 and right from the first sign of stagnation, the surgeon used remote to increase pressure to 100. This improved visualization at first but then it appeared merky so wash function was used. Allegedly, the shoulder appeared swollen and surgeon was finding less access within joint.

Manufacturer narrative:
Additional information will be provided once investigation is completed.